Event description:
Complainant alleged that the medics were monitoring a 67 year old male patient with severe pancreatitis when the device displayed a "lead off" message. The medics were able to obtain another device to monitor the patient. There was no adverse effect on the patient.